Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for service. During the evaluation, a service required code was observed in the downloaded event log. The error was confirmed in the log but no abnormality or malfunction was observed with the ventilator. There was evidence of water ingress.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device has been returned to the manufacturer for evaluation but the evaluation is not complete. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.